Event description:
An international dealer reported that the "unit can't work normally after switched on but only has weak alarm sound." The unit was not in pt use at the time of the reported malfunction. There was no harm. The alarm was reported to have been weakly sounding. A repair work order was submitted by the international dealer and they reported that the weak alarm sound was due to a failed power board. The power board was replaced to correct the problem. This malfunction was discovered on the technician's bench, there was no pt involvement. No further action planned at this time.